Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During an internal review of programming and diagnostic history, it was identified that unintended change in device settings occurred before an office visit on (B)(6) 2014. On (B)(6) 2007 the device was programmed at 0.25ma, 30hz, 500usec, 30sec on, 5min off, with the magnet mode settings at 0ma, 500usec, 60sec on. The following interrogation on (B)(6) 2014 found that the device was disabled. Diagnostics history was reviewed and no record was found of an interrupted system diagnostic test that might have caused the change in device settings. No patient adverse events were reported.